Event description:
It was reported that after the surgery, a urinary catheter was inserted into the patient, but the end for administering fluid was blocked, prevented the fluid from entering. That indicated a problem with the foley catheters quality. Replace the urinary catheter and report to higher authorities. Draining urine relieves the patient pain. During the postoperative catheterization, a blockage was found at the end for water injection, preventing water from being pumped in.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to operator error-wrong duration setting causing drainage eye occlusion or blocked drainage lumen/user related-salt accumulation or product mishandling. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the surgery, a urinary catheter was inserted into the patient, but the end for administering fluid was blocked, prevented the fluid from entering. That indicated a problem with the foley catheters quality. Replace the urinary catheter and report to higher authorities. Draining urine relieves the patient pain. During the postoperative catheterization, a blockage was found at the end for water injection, preventing water from being pumped in.